Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient experienced trouble connecting to the phone due to storage issue. The system was in manual mode prior to dka. Treatment, blood glucose level, time pod was worn, symptoms, and length of hospital admission were not reported. Three attempts were made to follow up but they were unsuccessful therefore information is limited.